Manufacturer narrative:
(B)(4). The field service representative (fsr) confirmed system and disposables were swapped out when problem occurred and the case was completed successfully. He downloaded the data logs and completed full testing on the centrifugal system without any issues. The unit operated to manufacturer specifications and was returned to clinical use.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the perfusionist (ccp) had to run the arterial motor at 3600 revolutions per minute (rpm) (max) to achieve a flow of 1.5 liters per minute (l/min) and an arterial pressure of 79 mmhg. The customer is using a medtronic disposable pack with the medtronic motor adaptor. At least the adaptor was swapped out to resolve problem, but not clear at this point. As a result, an alternate system-1 was employed and used an entirely new medtronic disposable as well. There was a surgical procedure delay for two minutes. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient. Per the clinical review on 27-jan-2016: during this procedure, the ccp was using system-1 with a centrifugal control module, drive motor, and flow sensor. A medtronic cpb circuit was used and this includes centrifugal pump head, tubing pack, and oxygenator. A medtronic centrifugal pump adapter was used and coupled to the system-1 drive motor. In the early minutes (five minutes) of cpb, after aortic cross-clamping and cardioplegic arrest, the arterial flow rate dropped to about 1.5 l/min even though the rpm was at peak speed of 3600 rpm. The medtronic adapter was checked, as the cpb circuit was checked for kinks and obstructions. The arterial line circuit pressure, measured after the oxygenator, was 79 mmhg and this was much lower than usual pressure of 150-200 mmhg. The perfusion pressure remained at or above 30 mmhg in this low flow state and arterial blood gases were adequate. The ccp was not able to determine if there was an issue with the centrifugal pump head, the adapter, or an organic obstruction in the oxygenator, and she consulted with the cardiovascular (cv) surgical team to determine the next steps. As another perfusionist was available, they decided to set-up and prepare a complete new system (heart-lung machine hardware and complete disposable circuit), while the patient was supported with the original circuit. While the patient was supported with the original circuit, the surgical procedure continued and was not delayed at this point. When the new system and circuit was ready, it was positioned in the operating room (o/r). Cpb was stopped and the original arterial and venous lines were disconnected from the aortic and venous cannulae. The new cpb circuit arterial and venous lines were connected to these original cannulae and connections were debubbled. Cpb was then re-initiated after a no flow period of about two minutes. This process delayed the surgical procedure for two minutes. On the re-initiation of cpb, arterial blood flow rates were able to be provided at target flow rates at levels above 5.0 l/min. The blood left in the original cpb circuit was directed to a cell washing device and the blood was processed and returned to the patient via the cpb circuit. The procedure was able to be completed without further incidents and the case was completed successfully. The field service representative (fsr) visited the hospital to inspect the centrifugal system per hospital request and all components functioned per specification. Medtronic was contacted by the hospital and the perfusion circuit and centrifugal adapter are being investigated. In manufacturer clinical services conversation with the ccp, she is of the belief the drop in blood flow was due to an organic obstruction (white clot) in the oxygenator and that the centrifugal hardware played no part in the flow reduction. The ccp stated, there was no associated blood loss and the patient did not require a transfusion. The patient was alert after the procedure and there were no signs of harm.

Manufacturer narrative:
The reported complaint was confirmed. Data log analysis shows the motor speed being adjusted, with some level, pressure, and backflow alarms in the logs. These alarms are not indicative of a malfunction, and are likely to be actual events from the clinical field. There were no errors or issues noted in the logs, including no indication the centrifugal motor was unable to achieve the speed it was set to. A manufacturer device product deficiency was not found to be a contributor to the event. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a follow-up emdr will be filed accordingly.